Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture during an implantable cardioverter defibrillator (ICD) implant procedure. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).